Event description:
A hospital in (B)(6) reported via a distributor that an rt104 adult breathing circuit heater wire had an open circuit. This was found prior to patient use. No patient consequences were reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4) . The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The electrical resistance of the heater wires in both inspiratory and expiratory tubes of an rt104 breathing circuit were tested using a multimeter. Results: the resistance of the inspiratory heater wire was outside the allowable range due to a poor connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for this lot number. Conclusion: high resistance in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire developed the fault post production, possibly as a result of a weak crimp connection. (B)(4).